Event description:
The customer reported received "cc cuvette not dry" error on the synchron lx 20 pro system. No cuvettes are failing water blank. The customer also reported reagent probe b drip on the reagent tray of about 1 ml. Leaking hardware component could potentially impact sample results by either contamination or dilution effect. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility has an exposure control or risk management plan in place. On (B)(6) 2012, field service engineer stated that the probe was not leaking. Customer was having level sensor errors. The fse did find loose reagent syringe and tightened reagent syringe. The cause of the event was a loose reagent syringe.

Manufacturer narrative:
(B)(4).